Event description:
The surgeon reported via the (B)(6) competent authority, (B)(6), that a (B)(6) year old female patient has bilateral accolade trident thr with cocr 36mm head with a polyethylene liner. The surgeon reported that whilst the patient has "few, if any, symptoms", her blood cobalt level is 118nmol/l. The surgeon reported that an MRI scan showed "a little" fluid in the patient's right gluteal bursa and that he was concerned that the patient is developing an adverse reaction to a medical device as a result of taper / trunnion corrosion. The surgeon reported that the patient has not been revised yet.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown lfit head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
An event regarding abnormal ion levels involving an unknown lfit head was reported. The event was not confirmed. Medical records received and evaluation: a clinical consultant could not determine a root cause based on the provided information. A review of the provided event description by a clinical consultant indicated: ¿it may be evident that even though there is great probability that the metal ion release is from the taper connection, this is not necessarily identical with a root cause problem of a faulty taper connection. It might be the secondary overload consequence of underlying arthroplasty pathology for instance through some kind of component malposition leading to overload in the taper connection¿ revision surgery is clearly justified with a focus on taper corrosion trouble but pending lack of proper x-ray evaluation, other principal failure mechanisms cannot be excluded at this time including procedure-related ones due to lack of imaging information¿ conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as medical records and x-rays are needed to complete the investigation for determining the root cause.

Event description:
The surgeon reported via the (B)(6) competent authority, (B)(6), that a (B)(6) year old female patient has bilateral accolade trident thr with cocr 36mm head with a polyethylene liner. The surgeon reported that whilst the patient has "few, if any, symptoms", her blood cobalt level is 118 mmol/l. The surgeon reported that an MRI scan showed "a little" fluid in the patient's right gluteal bursa and that he was concerned that the patient is developing an adverse reaction to a medical device as a result of taper / trunnion corrosion. The surgeon reported that the patient has not been revised yet.